Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3889-33, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that it took until (B)(6) 2017 to locate a program that gave the patient any relief. Patient was getting 50% relief, and was going to the bathroom every 2 hrs instead of 1, and the patient was happy. However, in (B)(6), the patient¿s implant wasn¿t working at all. Patient met with the rep and determined that out of her 4 leads only 1 was working. Patient mentioned having a revision surgery in the near future to fix the leads. Patient reported she had not fallen. No further symptoms reported. No further complications reported anticipated

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, (B)(4), implanted: explanted: product type: lead. Device code (B)(4) pertains to the lead ((B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they saw the patient the day before report and ran a lead impedance check. It was found that only the 0 electrode was working and 1,2, and 3 were showing over 4,000 ohms. No further complications were reported or were expected.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-33 (B)(4) implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that they do not know why their device stopped working and reported no fall or trauma. The patient stated that a revision of the device was suggested but has yet to make that decision. There were no symptoms or further complications reported or anticipated.